Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) contacted adrianna state unit had been charging 2 days. Performed battery maintenance test. Battery test failed after 83 min. As per service manual replaced both batteries (d146-00-0039). Part is non-returnable biohazard. Device passed all function and safety tests per manufacturer specifications. Unit cleared for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) couldn't hold a charge. The issue was found before use during routine check. There was no patient involvement.